Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during advancement of the clip delivery system (cds), the sleeve would rotate and turn during translation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium (la) without issue. The cds was advanced from the la to the left ventricle (lv); however, the sleeve would rotate and turn during translation. This was attempted 6-7 times, and it then observed that the clip had not been locked per the instructions for use (IFU). The decision was made to remove the cds and replace the device. A new cds was used without issue, and it confirmed that this clip was properly locked. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/ instructions-failed to lock clip during positioning. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The mitraclip instructions for use, final mitraclip system positioning states to: lock the clip; however, an unlocked clip would not have caused the sleeve to rotate during translation. All available information was investigated and a definitive cause for the reported difficulty positioning the device in this incident could not be determined. The reported user error was associated with the user not locking the clip during positioning the clip delivery system (cds); however, this would not have contributed to the reported difficulty positioning. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.